Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that the patient was charging too frequently. The patient¿s ins was not keeping a charge like it used to; he would charge his ins and if would slowly go down within two to three minutes. The patient was offered troubleshooting and he said that the patient programmer and recharger both worked fine. It was noted that the patient had the implant for several years and he was not sure if that was the reason the ins was not holding a charge. The patient got all the coupling bars, and the ins icon usually charged fully. The patient was redirected to a healthcare professional, and the patient asked for a physician listing. No symptoms were reported. The date of first onset of the event was reported to be 2014; the ins slowly going down began approximately three years prior to (B)(6) 2016 . Additional information was received from the patient. It was noted that the doctor who installed the device no longer practiced medicine and the patient did not know another doctor who could help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps had been taken to resolve the issue. The patient didn't have a doctor or know how to revive the device.